Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Infection was identified, but there was no allegation that infection was caused by procedure or device. The patient had no adverse event throughout the procedure.